Event description:
It was reported that one day post implant, there was ventricular oversensing. Approximately 10 days later, there was ventricular undersensing. The lead tested normally so a device problem was suspected. The device was explanted. It was noted that there was grommet surface damage, as well as blood seen in the connector. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; grommet damage was observed.